Manufacturer narrative:
(B)(4) - hematoma occurred. Eval, conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an umbilical hernia repair procedure on (B)(6)2010 and mesh was placed. Post operatively, the pt reports that "a massive hematoma developed which grew bigger. The whole abdomen was full of blood with pain and abdominal distension. Felt like ripping. The area was swollen, bruised, indurated, very painful." The pt reports they were unable to get in or out of bed without assistance. Five weeks after surgery, the area continues to be swollen, distended, tender, painful, indurated, with sharp stabs of pain. The pt has seen several different doctors and the plan is to observe. Currently, the area is not purple anymore, but the patient still has pain and distension.